Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in padova, italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available for evaluation

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with chimaera mycobacterium after water test made pre-disinfection, the customer is wanting the result of water test after post-disinfaction. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly per the instruction for use, that the h2o2 monitoring was applied as per instruction for use and a pall filter was used for tap water. The device was left full of water unless the scheduled surgical activities are constant during the week. However, the device is reportedly maintained as per IFU. The hospital does not use reusable heating blankets and aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.